Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer was trying to undock and pull the suction irrigator out of the cannula, however, it got stuck and they could not get it off so the tip ended up breaking off. It was noted by the initial reporter that the tip may have not been fully straightened. The procedure was completed and no patient injury was reported. The robotics coordinator said the suction irrigator was accidentally broken when this event occurred mid-procedure, and no fragments fell into the patient. The cannula and irrigator were removed from the patient at the same time to remove the irrigator. The event as a whole caused a 15 minute procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator accessory involved with this complaint. Failure analysis replicated/confirmed the reported event. The instrument was found to have a broken tip at the distal end. The broken piece was not returned. The root cause is typically attributed to mishandling. Additionally, the instrument was found to have a derailed grip cable at the proximal end. The housing was removed and the grip cable was found derailed, likely caused by the broken tip on the distal end.